Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Customer's blood glucose (bg) ranged between 135-400 mg/dl. Tandem technical support (cts) performed a pump system check and found that the pump functioned as intended, however, the customer had intermittently been refilling and reusing cartridges. Cts educated customer regarding cartridge/insulin labeling. Reportedly, customer maintained that the pump did not deliver insulin as intended and reverted to manual injections for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.